Event description:
The account reported a cell-dyn 3000 hgb = 8.3g/l on an out-patient basis. The pt was admitted to the hosp for a transfusion. The hosp pre-transfusion hgb = 11.7g/l. The pt was discharged with no transfusion given. No impact to pt mgmt was reported.